Manufacturer narrative:
(B)(4).

Event description:
The pt's implantable neurostimulator (ins) turned itself on automatically and the stimulation was high. He was able to turn the ins down but not off. The pt also experienced a shocking or jolting sensation on three separate occasions in different locations and positions. The impedances were all normal. Movement did not cause stimulation changes. Additional info has been requested, a f/u report will be sent if additional info becomes available.